Event description:
The facility reported failure code 550 that occurred during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming.